Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic relief; pain relief was not achieved. The pt had a history of intrathecal mass (see MFR's report # 3004209178-2010-02964), so the pt was scheduled for a catheter revision. The catheter was revised on (B)(6) 2010. The pt recovered without sequela as of (B)(6) 2010. The device system was used to deliver dilaudid, bupivacaine, baclofen, clonidine, and droperidol.